Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. The device was reprogrammed to alleviate the issue. The patient will be monitored at their follow-up. The patient experienced no adverse health consequences.